Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant.

Event description:
It was reported that during implant attempt, the right ventricular lead had low sensing and high impedance. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.